Manufacturer narrative:
Device passed displacement test, basic occlusion test and self test, no unexpected error message or back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexplained alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the backlight was little dim. The insulin pump will not be returned for analysis